Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d9, g3, g6, h2, h3, and h6 (type of investigation). H3 device evaluation: customer reports of degeneration and calcification were confirmed. Report of stenosis was unable to be confirmed due to valve condition as received. As received, all three leaflets had cuts out sections. The cuts had a smooth and straight edge; cut out leaflet fragments were not returned. X-ray demonstrated the metal band was bent outward around commissure 1 and the cocr alloy band remained intact and was not expanded. X-ray also demonstrated minimal calcification on the remainder of all three leaflets. Moderate host tissue overgrowth was observed on the surfaces of the leaflets on both aspects. Host tissue overgrowth on the stent circumference was moderate on the outflow aspect. Sewing ring was cut off around the valve and exposed the metal band and wireform on commissure 1 and around leaflet 2. Cut off sewing ring fragment was not returned.

Event description:
Per customer, edward's device did not cause or contribute to the patient's death.

Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia, diabetes mellitus and coronary artery disease. Attempts have been made to obtain product for evaluation. No device was returned. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned through implant patient registry and medical records that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 5 years, 5 months due to stenosis, degeneration and calcification. The patient presented with sob and fatigue. The explanted valve was replaced with a 21mm 11500a valve. It was learned that the patient expired on pod #2 due to cardiacarrect following a vf episode. Per pathology report provided, the tissue of the explanted prosthetic valve showed degenerative changes and calcifications. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.